Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4). Vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve and large flexnav delivery system were chosen for procedure. The annular dimensions were as follows: mean aortic annulus diameter 25.7 mm, mean aortic annulus area 503.9 mm^2, mean annulus perimeter 79.6 mm, minimum annulus diameter 23 mm, maximum annulus diameter 28.4 mm, and eccentricity ratio 0.23. The patient had a very severe aortic valve calcification, and calcium was located at and below the annulus level, as well as on the native leaflets. The sinotubular junction was also severely calcified. There was no calcium in the left ventricular outflow tract (lvot). During the procedure and prior to implant of the navitor valve, a balloon valvuloplasty was performed due to severe calcification, and a left bundle branch block (lbbb) was observed, which was not related to an abbott device. The procedure continued, and the valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The final implant depth of the valve was 4 mm in the non-coronary cusp and 5 mm in the left coronary cusp. On (B)(6) 2022, an electrocardiogram (ECG) was performed, showing a right bundle branch block (rbbb). On (B)(6) 2022, a permanent pacemaker was implanted. The valve remains implanted in the aortic position with a normal gradient. The patient has since been discharged.

Manufacturer narrative:
An event of left bundle branch block after balloon pre-dilatation and right bundle branch block post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Three images were received from the field. The first two images appeared to be pre-procedure CT and appeared to show calcified aortic valves and dimensions. The third image was a fluoro image which appeared to show an implanted valve with implant depth measurements based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by the deep implant of the valve, patient medical history, or heavy calcification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.